Event description:
A patient reported experiencing inaccurate erratic results using a lifescan meter. The patient's blood glucose results were 270g/dl, 67mg/dl. Tests were done within <10 minutes with a difference of 107%. Patient did not experience any adverse events. No further information has been reported. Note: customer cleaning meter incorrectly.